Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's boyfriend called to report that the customer was hospitalized from (B)(6) due to high blood glucose readings. The customer's blood glucose reading was between 500 and 600 mg/dl; was treated with manual injections. Customer was wearing the device at the time of admission. Customer was discharged and released. Nothing was replaced or returned.